Event description:
End user was struck by an motor vehicle while crossing a street in his motorized wheelchair. He was reportedly hospitalized as a result.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was struck by a motor vehicle while crossing the street in the power wheelchair.